Event description:
During phaco procedures, this unit locks up and needs to be rebooted in order to complete the procedure. There was no patient injury.

Manufacturer narrative:
This unit was delivering low voltage which was causing the reported problem. The recepticle panel was replaced.